Manufacturer narrative:
(B)(4).

Event description:
It was reported that unresponsive patient was in the hospital for an injury unrelated to the device. The device was checked while patient was hospitalized due to several missed appointments. Oversensing was observed. Programming changes were recommended. No new findings have been noted since the reported event.